Manufacturer narrative:
The device is not available for return. At the time of this report, the investigation is in process. When the investigation is completed, a follow up report will be filed.

Event description:
A bur from the kit broke in the middle phalange of a patient. The piece that broke off was able to be removed and the surgery went on as scheduled. No impact to the patient was reported.